Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch vita meter read inaccurately high and erratic. The complaint was classified based on additional information obtained by the customer service representative during a follow-up call with the patient. The patient did not recall when the alleged meter inaccuracy began. On an unspecified date/time, the patient reported obtaining blood glucose readings of ¿145 and 245 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes with a combination of insulin (long and short acting) and oral medications; however, denied making any changes to his usual diabetes management regimen in response to the alleged inaccurate results. On (B)(6) 2013, at 2am, the patient reported developing symptoms of shaky and sweaty; symptoms he associated with a low blood glucose, two hours after obtaining an alleged inaccurate high result. It is not known what treatment, if any, the patient obtained in response to the symptoms. The patient did not recall what reading he obtained with the subject meter prior to the onset of symptoms, nor did he recall if the result was within his normal range. Replacement products were sent to the patient. During the follow-up call, the patient informed the csr that since he received the replacement meter, he has not experienced any symptoms. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining an inaccurate reading with the subject meter.

Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2013).the patient¿s test strips have been returned and evaluated by lifescan product analysis on 8/29/2013 and 9/11/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (10/25/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/15/2013 and 10/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.